Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have localized melting at the tip of the hook. The instrument passed electrical testing. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument delivered energy without any issues on 3 of 3 attempts. There was no material found missing. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during central processing, the permanent cautery hook instrument tip had melted metal on it. There was no report of patient involvement.